Event description:
The complainant reported that after impella cp placement an echocardiogram at bedside showed impella needing repositioning. The physician tried to reposition the cp, but the patient had ectopy to the point of amio bolus and drip given. The decision was made to leave it shallow. Later weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.